Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: can you explain what is meant by ¿needle distorted¿: the shape of the needle changed, that is while using it distorted from the 3/8 circle needle to a more or less straight needle shape; was the needle found damaged prior to use: no, prior to use, needle was okay in good shape; did the needle bend and then break: needle did not break, but shape like mentioned above in 1st sentence; was the suture broken during knot tying: yes, the suture was broken while tying the knot.

Event description:
It was reported that the patient underwent a craniotomy procedure on (B)(6) 2016 and suture was used. During the procedure, the needle distorted and the suture was broken when tying knot. It was also reported that the shape of the needle changed, that is while using it distorted from the 3/8 circle needle to a more or less straight needle shape, and the needle did not break. Another like device was used to complete the procedure. There were no reported patient consequences.

Manufacturer narrative:
Date sent to FDA: 07/28/2016. The actual device was returned for evaluation. Visual inspection of the needle was performed. The deformed needle presented multiple severe user instrument marks on needle body, and also some marks in the needle attachment area. The needle had been bent up from the middle to the attachment end, very likely due to excessive user handling. Ethicon IFU recommends: grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The suture was visually inspected and presented a broken end. The broken off counterpart suture was not returned. Object, force and / or technique used to separate the suture could not be determined.